Event description:
Reporter stated cat had a feeding tube implanted four days ago and after the third day of intermittent use, the tip of the device fragmented into sharp pieces. Reporter was able to remove the sharp fragments out of the tube. Reporter is worried the fragments have the potential of getting into his cat stomach and causing injury.

Event description:
Add'l info received on (B)(6) 2018 from reporter for report mw5074423. Please be advised the latest feeder tube ((B)(4)), after about 3 to 4 days of use, broke again, just like my original complaint. This is causing great concern. I need to know exactly the life expectancy of the device when being used, the label does not specify. I am greatly concerned as this is the 2nd time something has occurred. So it is not a mishap, but a mfg defect in their product. Please add this complaint to my existing complaint submitted earlier. There is no abuse in its use, and I am used to giving myself shots for medical reasons; the plastic used is just inferior.